Event description:
The pt's leads were explanted due to infection. The pt was treated with antibiotics. The infection has reportedly cleared.

Manufacturer narrative:
The explanted products were discarded by the medical facility and will not be returned for evaluation.